Event description:
Provider states the joystick is sticking. No further information has been received. In speaking with the reporter, it was learned no harm had occurred to the end user of the device. Please note any further information received will be filed in a supplemental report.

Manufacturer narrative:
(B)(4). Model m51, serial number/date code (B)(4) is approximately 3 years, 6 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.